Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated since they inserted the sensor, the readings have been inaccurate and that cgm values have been high. On (B)(6) 2022, the patient stood up and almost passed out. She fell to the floor and a device that she wears around her neck detected her fall and emergency medical technician's were contacted. When they arrived, they transported the patient to the hospital. They thought the patient had a stroke and when they arrived at the hospital, it was indicated that the patient's blood sugar was low after checking with a finger stick. It was reported that the bg was 50 mg/dl and the cgm was displaying in the 300s. The patient was provided IV dextrose. During that time, the patient stated they had a terrible headache and was provided tylenol. The patient was released from the hospital on (B)(6) 2022. During the time of the report, the patient was doing fine and reported that their cgm was displaying 370 mg/dl and their bg was 147 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator for the time of the event; however, the reported glucose values for (B)(6) 2022 fall within the c zone of the parkes error grid. No additional patient or event information is available.